Event description:
The following was reported to hamilton medical ag: summary: an incident occurred on august 15, 2024, at around 20:00 where the ventilator's screen went black and waveforms froze while attaching an inline suction, leading to the assumption that ventilation had ceased due to a lack of visible chest movement in the patient, but no harm was reported, and the unit was continued to be used without recurrence of the issue.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.